Event description:
Injection gold probe was connected to the erbe in the endoscopy operating room. Probe was placed down the biopsy port, and when doctor pressed on the pedal nothing happened. Troubleshooted the gold probe. I then opened a new gold probe and the new device worked fine.